Manufacturer narrative:
(B)(4)

Event description:
It was reported that myopotential oversensing was observed. Inhibition of pacing was also noted. Programming changes were recommended. The patient will be monitored with routine follow-up.

Event description:
New information received indicates that the overenseing was observed through remote transmission and programming changes were made. The patient received no adverse consequences.